Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, and a curved opening. A leak test and microscopic analysis were performed which identified a cracked valve, two striated openings on the posterior and anterior sides, and an observed > 1-mm void in the non-textured valve-to shell-bond area. Based on the device analysis, the final assessment is a cracked valve seat diaphragm valve, and a striated opening due to surgical damage consistent with the use of some surgical tool.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.